Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient was revised to address pain. Upon revision the patient's femoral component was found to be toggling. It was also noted the tibial component was grossly loose and the metal base plate was life out of the cement mantle. At this time the patient's femoral component and tibial component are being reported for loosening. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found previous incidents for the smartset mv 40g eo. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The retained samples for smartset mv 40g - (B)(4), lot:3483246 were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.